Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) entered in a ventricular fibrillation episode. The device delivered anti-tachycardia pacing (atp) and eight shocks; however, this was not successful in terminating the episode, furthermore the therapy was exhausted. The patient was brought to the hospital and a defibrillation threshold (dft) test was performed which was not successful. A lead therapy upgrade procedure was planned to be performed on the next day. This device remains in service. No further adverse patient effects were reported.